Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient was at theater camp away from home and on the morning of (B)(6) 2017 at roughly 2:30am, the patient's mother received around 4 alerts on her follow application stating that the patient's blood glucose (bg) level was below 40mg/dl. The patient's mother attempted to reach the patient and couldn't get a hold of her, so she attempted to reach out to the camp counselors and couldn't get a hold of them. The patient's mother called 911 at roughly 3:00am and the emergency medical technicians (emt) arrived at the camp around 3:25am and was able to awaken the patient. The patient was aware but felt worn out. The emts administered the patient with glucose gel. The patient's mother could not recall what the patient's bg level was at the time of event but stated that 15 minutes after the patient was treated with glucose gel, their bg level was around 120mg/dl. The patient declined to be taken to the hospital and the patient's mother arrived at the camp around 7:00am and took the patient's home. Additionally, the patient reported that she was unable to hear any dexcom alerts at the time of event. At the time of contact, the patient was feeling well. No additional patient or event information is available. Data was provided for evaluation. A review of the data confirmed the reported event. The root cause was determined to be misuse of the device as the patient had headphones inserted into the smart device and all audible sounds played through the headphones.